Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate high voltage therapy due to noise on the right ventricular (rv) lead. It was determined that the noise was caused by dislodgement of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.